Event description:
The unit exhibited an occlusion alarm while in pt use. There was no pt harm reported. The ventilator was returned to the factory for evaluation. The event reported by the customer was not duplicated during initial testing by failure analysis technician. However, during subsequrnt testing, the unit went inop and alarmed. Vent inop, when in use, will stop providing ventilatory support to the pt. The investigation found the root cause of the vent inop was a malfunction of the proximal airway pressure autozero solenoid on the main pcb. There was no pt involvement at the time of the discovered malfunction.